Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and was confirmed by x-ray imaging that there was dislodgement. Furthermore, the lead was slightly bent and may have been pulled. As there was a piece of tissue attached to the tip of the lead, this was explanted and replaced with a new rv lead. No additional adverse patient effects were reported.